Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving (15 mg/ml at 9 mg/day) via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) reported that over last several refill visits, he has been unable to completely fill the patient¿s pump. Patient was last seen in clinic on (B)(6) 2022, at which time physician reported only being able to administer 33 ml into the pump. Given the patient¿s already short refill intervals and concern that the bellows of the pump were malfunctioning, the physician was planning to replace the pump and return the existing pump for analysis. The patient arrived to the surgery center today for replacement. While in preoperative, the physician performed a catheter access study but was unable to aspirate any csf, thus confirming that there was an obstruction in the intrathecal catheter. The plan was then to perform a catheter revision and replace the pump, but the patient and the family were advised that his intrathecal dose would be significantly reduced to prevent drug toxicity/overdose and it was possible that he would experience withdrawal symptoms. Given the patient will be entering a hospice facility in the near future, the patient, the family and the hcp decided that the best plan was to slowly reduce the patient¿s intrathecal dosing over several visits to prevent withdrawal and transition the patient to oral opioid medication for management of his pain. If the oral medication fails to provide adequate relief, they will then re-discuss surgical revision of the catheter and replacement of the pump. The physician was concerned about possible malfunction of the pump bellows. Cause of catheter obstruction remained unknown as surgical intervention did not take place, but could be related to high drug concentration and dosing. The patient simple continuous intrathecal dose was reduced by 13% and the ptm was disabled. The issue was resolved at time of this report. The patient status was alive no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.